Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated about 5 days ago, the pump started to alarm because she ran out of medication in the pump. The patient stated she had the pump refilled yesterday and today when she went to bolus, the personal therapy manager (ptm) was showing patient activated (pa) disabled. The agent reviewed pa disabled and redirected to the doctor. When the agent asked what drug was in the pump, the patient stated they thought morphine and there were 2 others.